Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawers 1.1 and 1.2 had all cubie pockets failed and displayed a message stating "device not detected on bus". The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 1.1 and 1.2 were not detected on the communication bus. A field service engineer found that no led lights were visible on the cabinet controller or drawer controller boards. The fse attempted to reseat the connections and isolate the issue within a single drawer controller board, but no positive results were achieved. Then fse replaced the drawer controller boards and the bus controller board and proceeded to configure the new components to resolve the issue. The system functioned as intended after the field service engineer repaired the device.